Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that due to greater than 200 ohm shock lead impedance measurements, a lead extraction was performed. During the revision procedure, a venogram showed venous occlusion. It was noted upon inspection that the terminal end for the distal coil was not fastened into the header, the set screw was loose and the lead pulled out easily. The rv lead was re-seated into the header with successful defibrillation threshold testing with normal shock lead impedance measurements (31 ohms). The lead remained in the triad configuration.

Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that increased shock impedance measurements greater than 125 ohms were observed with this device system. Technical services discussed evaluation recommendations. Several painless shock impedance tests were performed with greater than 125 ohms measured. Non-invasive programmed stimulation (nips) testing was performed and the device converted successfully at 21 j. The painless test was again performed, resulting in impedance measurements within acceptable limits. The physician elected to continue to monitor the device system.